Manufacturer narrative:
The customer reported "multiple patients burned". The fse went to the site to evaluate the laser. Found laser had "no faults" reported from last evaluation. Fse verified that laser is performing within specifications. However, handpiece for 20 mm would not recognize in the lvm properly all the time. He verified that output energy for 20 mm was correct and laser was working properly. Suggested to exchange 20 mm handpiece and send it back to facility to try to identify intermittent connection. This condition would not cause burns and most likely would result in inability of physician to use laser when needed. Technical support will be monitoring this laser and physician was instructed to use spot testing between patients.

Event description:
On (B)(6) 2018, the advanced cardiovascular care account in us reported that patients responded to laser treatment with burns.